Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported discrepancies between sensor glucose and blood glucose. The customer reported a blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The troubleshooting was performed and the event involved product(s) mmt-7040c1. The customer has been using the insulin pump system within 48 hours of a reported high blood glucose event. The customer was unable to remove/change the infusion set. The customer was reporting a discrepancy between sg and bg that was not within range after fewer than 4 days of wear. It was advised to wait at least an hour to see if the blood glucose was stable enough to calibrate. No further patient complications were reported. No product return is required for mmt-7040c1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.